Event description:
Burns were noted during surgery on patient's right breast. Surgeon stated that the burns were caused by electric current coming from the side of the insulated bovie tip being used. Full thickness burn 1/4" x 1/2" was excised by surgeon.